Event description:
It was reported that the corner of the ilet display was discolored, the screen was difficult to read, and the device would not charge on a cell phone charging pad, while the device still had limited battery life; the affected component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an ambient light¿related display visibility problem associated with the touchscreen, consistent with a display that was difficult to read. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.